Event description:
It was reported, the doctor removed all screws and plate. Commented that distal plate is too thick. Pt complained of pain from prominent plate. Surgeon also commented that he has removed many distal medial axsos plates because it is too thick.

Manufacturer narrative:
Device was retained by the pt. No eval will be performed. If relevant info is received, it will be submitted on a supplemental report.